Event description:
It is reported that this unit has a frayed power cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
After investigation, it was identified that this device complaint was reported in error and no defect or malfunction is alleged with this device. H3 other text: no alleged device malfunction.

Event description:
It is reported that this unit has a frayed power cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.